Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in a yellow plastic bag, provided with the return was an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. Catheter #1 contained a large build-up of powder within and powder on the red catheter hub. Additionally, a light yellow liquid was present in the distal end of the catheter. Catheter #2 contained a large build-up of powder within and powder on the red catheter hub. Neither catheter was kinked. Residual powder was noted in the device nozzle. A small amount of loose powder was noted in the returned tray and on the exterior of the returned components. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. The device did not spray as intended as returned. The co2 did not audibly discharge during deactivation. The co2 cartridge was fully punctured. The foam insert was present and correctly oriented inside the device. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When tested with a new co2 cartridge and activation knob, the device sprayed as intended with a small puff escaping when the on/off switch was turned to "on". Catheter #1 was attached and tested with the returned device and powder was unable to pass through the catheter, the catheter is occluded by the build up of powder; however, a small amount of the light yellow liquid at the distal end bubbled out of the catheter while attempting to spray. Catheter #2 was attached, and powder was unable to pass though the catheter, the catheter is occluded by the build up of powder. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. While the device sprays as intended with a new co2 and activation knob, both of the returned catheters were occluded preventing powder from spraying when attached to the device. Additionally, liquid was noted in one of the two returned catheters. The information provided by the user indicates that the user did not occlude the proximal end of the catheter during advancement. This is the most likely cause. Failure to occlude the proximal end of the catheter during advancement can result in the catheter becoming clogged. The instructions for use states: "to limit fluid from entering the working channel of the catheter, temporarily occlude the proximal end of the catheter by placing a thumb over the red catheter hub, while advancing the catheter down the accessory channel." This is the most likely cause. Failure to occlude the proximal end of the catheter during advancement can result in the catheter becoming clogged. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: the information provided by the user indicates that the user did not occlude the proximal end of the catheter during advancement. A cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a laparoscopic anterior resection with sigmoidoscopy, the physician used a cook hemospray endoscopic hemostat. It was reported there was bleeding over the anastomosis site, hemospray [catheter was] inserted into the colonoscope. However, the powder cannot be sprayed out, despite changing to the new catheter in the set, still the same issue [difficult or unable to spray - subject of report]. Due to emergency situation, surgeon asked to open the new set of hemospray, it worked well. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.